Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 08-feb-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated he got strips for his old meter and he will not be using the true metrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from pm fasting meter to meter comparison results of 201 mg/dl using true metrix meter and 160 mg/dl using another device. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/22/2024; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history. Customer expressed risk factor of meter use, stating "that he does not feel safe using the meter" and "does not want to put himself in danger using his meter." Customer was going to contact his supplier for another brand meter.

Manufacturer narrative:
Sections with additional information as of 14-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.